Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Full event site name: (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the parts related to the monitor/display flickering problems: coiled cable, keypad, inverter and the color video receiver. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was flickering. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.